Manufacturer narrative:
A ge rep evaluated the system and replaced the memory interface board. System operates as intended.

Event description:
The customer reported the images are not staying on the screen. No pt injury was reported.